Event description:
An in-patient from the ICU was scheduled for a CT angiogram of the head and neck. The hospital reported that during the CT scan, an extravasation of approximately 60-70ccs occurred at the left antecubital IV site. A surgeon was consulted, and the patient was treated with ice, limb elevation, and wound care treatments. The wound care treatments consisted of daily cleaning of the wound, application of silvadene and then telfa gauze. The patient was reportedly in stable condition, with blisters and possible necrotic tissue at the IV site. The patient was later released from the hospital with wound care treatments still in process.

Manufacturer narrative:
A medrad service engineer performed a system checkout of the injector that was reportedly in use during the reported event. No problems were found. Additional applications training was offered to the site, but they declined.